Event description:
Additional information received indicated the patient¿s battery was depleted and the patient was in a nursing home. The patient¿s family did not want the pump replaced.

Event description:
It was reported an alarm was heard and also confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due a motor stall. A reset occurred due to low battery on (B)(6) 2014 ¿at least 25 times.¿ it was noted there was a motor stall recovery on (B)(6) 2014 and then it stalled again. An alarm occurred on (B)(6) 2014 and the pump had not recovered since. A stopped pump may exceed tube set message was noted. The patient was not feeling very well, but did not have any increase in spasms or any seizures ¿so they may not be replacing the pump if she does not need it anymore.¿ the patient was getting 300mcg/day of baclofen and reprogrammed to minimum rate mode. The pump was being used to deliver baclofen (2000 mcg/ml) at a dose rate of 11.8 mcg/day currently. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l43274, implanted: (B)(6) 1997, product type: catheter. (B)(4).